Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer disconnected to take a shower, came back after and screen was blank. The customer changed the battery cap and there was no change noted. The customer's blood glucose was 160mg/dl. The customer was advised the pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.